Manufacturer narrative:
This file was a reportable file and now it is not reportable base on the new information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the healthcare provider stated that the pump was interrogated, the motor stall was resolved when the patient was last seen in the office on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (8 mg/ml at 0.8629 mg/day) via an implantable pump for spinal pain. It was reported that the patient's pump had a motor stall. The healthcare provider (hcp) interrogated the pump and noted an alert that the pump had stalled, and after interrogation they heard the pump alarm. Technical services had the hcp check the pump logs which showed a motor stall occurred on (B)(6) 2022. The hcp stated that the patient believed they had magnetic resonance imaging (MRI), but they could not recall exactly when. Reviewed information around telemetry state; advised hcp to check pump reservoir volume for accuracy and check logs again to see if motor stall recovery occurred today, which would be consistent with telemetry state. Hcp planned to access pump to do refill and check logs again. They later called back stating there was no volume discrepancy at refill and the patient had no therapy issues post stall. After interrogating the pump, the audible critical alarm was occurring. It had been about 20 minutes since they spoke to technical services but the logs still showed a stall. Discussed to wait another 20 minutes and recheck the pump status with logs.